Event description:
The customer reported that after twenty five minutes the un-interruptible power supply (ups) shut down and lost telemetry monitoring until repair was completed. The reported issue was noticed immediately as the ups provided an alert. Unknown if alternate patient monitoring for telemetry patients was available. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete.